Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following was received by the initial reporter: I am a 43 year type 1 diabetic and have tried out your bd nano pro needle tips for my insulin pen. They are, without a doubt the flimsiest most inconsistent needle tips I have ever used. They often bend upon first usage or don't allow insulin to pass through them. This is extremely dangerous for a type 1 diabetic as you should well know. I often don't know how much insulin I have actually taken and this concerns me. Not just for my welfare but for others using this product who might be having the same issue. I will be using alternative needle tips in the future but I hope you look into this and make this product better for other users. You are endangering the lives of people who rely on you.

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following was received by the initial reporter: I am a 43 year type 1 diabetic and have tried out your bd nano pro needle tips for my insulin pen. They are, without a doubt the flimsiest most inconsistent needle tips I have ever used. They often bend upon first usage or don't allow insulin to pass through them. This is extremely dangerous for a type 1 diabetic as you should well know. I often don't know how much insulin I have actually taken and this concerns me. Not just for my welfare but for others using this product who might be having the same issue. I will be using alternative needle tips in the future but I hope you look into this and make this product better for other users. You are endangering the lives of people who rely on you.